Manufacturer narrative:
Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2018; 5076-52 lead, implanted: (B)(6) 2018. Evaluation summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced nerve and diaphragmatic stimulation. It was noted that the left ventricular (lv) lead had dislodged from the coronary sinus (cs) and was floating in the right atrium. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.